Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor replace¿ error message on the same day of inserting the freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿redis muscles¿ and a loss of consciousness, and the ambulance was called. Upon their arrival, the customer was administered glucagon injection as treatment. Post-treatment results of 165 mg/dl and 240 mg/dl were obtained on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event.